Event description:
Patient reported a leaky headset and experiencing elevated blood glucose level over 300 mg/dl. Patient was able to self-treat. Patient is new to pump therapy. No adverse event reported. Requested return of the alleged infusion set for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.